Event description:
It was reported that a patient underwent a laceration repair in the emergency room on (B)(6) 2013 and suture was used. During the procedure, the needle pulled off of the suture and became imbedded in the patient. The laceration was extended in order to remove the needle tip. No additional information was provided.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.